Manufacturer narrative:
Work order complete: h3, h6) a manufacturer representative went to the site to test the navigation system. It was reported that the computer was replaced to resolve the issue. The system then passed testing. Codes b01, c13 and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system displayed "no video detected" on both the main cart monitor and the camera cart. Troubleshooting steps confirmed that the computer had power and high-definition multimedia interface (hdmi) connections were secure. The probable cause was identified as an issue with the legacy computer graphics processing unit (gpu). There was no patient involved.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735764r, serial/lot #: -, ubd: , UDI#: h3, h6: multiple fdd/annex a codes were reported. A1102 was coded for system displayed "no video detected". A0902 was coded for "no video detected" on both the main cart monitor and the camera cart. No products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.